Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.5x20 mm nc trek dilatation catheter was inserted in the left anterior descending coronary artery but during inflation contrast was noted leaking out of a hole in the balloon. The device was removed and replaced with another nc trek to post-dilate the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.